Event description:
Claim received. Patient alleges that he suffers from pain, clicks/pops, and elevated metal ions. **update: 4/16/2013 - litigation papers received. Litigation alleges that the acetabular cup eventually detached, disconnected, and/or loosened inhibiting patient's ability to walk. Date of implant, date of revision and side have been identified. An unknown cup has been added to address the loosening.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.